Event description:
Customer called lfs in 2002 alleging their lifescan meter would not allow a test strip to be inserted into the test strip port. The issue was not resolved with troubleshooting. The customer has to go to their doctor tomorrow to have their bg reading taken. Customer was experiencing symptoms of headache, frequent urination, and nauseated. No further information has been reported. The meter has been replaced for the customer.